Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s current blood glucose level was 461 mg/dl and the 461 mg/dl at the time of the incident. The troubleshooting was performed for the high blood glucose under delivery. The customer was not admitted into the hospital as a result of the high blood glucose. The customer was treated with the insulin pump. The device will not be returned for the analysis.